Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated between the ranges of 300-400s mg/dl for the past week. Customer treated elevated bgs by initially administering a bolus, then administering an additional insulin injection if bg levels took more than 3 hours to go down.